Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the instrument´s part to hold the reamer does not hold any longer. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection found nothing indicative of a device nonconformance. A functional test was performed with lab samples greater heads and the quickset grater handle assmb work as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the [quickset grater handle assmb] would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: 100 2) date of manufacture: 2/4/2013 3) any anomalies or deviations identified in DHR: n/a 4) expiry date: n/a 5) IFU reference: IFU nonsterile inst rev g or h device history review 1) quantity manufactured: 100 2) date of manufacture: 2/4/2013 3) any anomalies or deviations identified in DHR: n/a 4) expiry date: n/a 5) IFU reference: IFU nonsterile inst rev g or h h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date in 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of the reamer malfunctioned and would no longer hold. No patient consequence or delay was reported.